Event description:
Clinic notes reported that high impedance was detected on the patient's generator. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent a generator and lead replacement. Initially the physician solely replaced the generator and impedance remained high. The surgeon reportedly did not see any visible damage to the lead. The surgeon cut the patient's neck incision to further inspect the lead and discovered the lead was severed towards the middle and the wire inside the outer sheath appeared coiled / twisted. Historically the explant facility does not return explanted products; therefore, product return is not expected to date. No further relevant information has been received to date.